Event description:
The customer received a blood glucose reading of 103mg/dl on her contour. She started to feel dizzy and terrible. Approximately two hours later she called the rescue squad. They retested her and the reading was 266mg/dl. She went to the hospital, was given medication but she could not recall what kind. She was discharged later that day. The customer was advised to return the test strips for evaluation. New strips and meter were sent to her.